Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. Intra-operatively, corrosion was noted on the trunnion. A stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding fretting involving an unknown metal head was reported. The event was confirmed through visual inspection of the provided photographs of the stem. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the documentation associated with pi.this included the product inquiry summary, and undated ap and lateral x-rays of a left tha. The event description stated: it was reported that the patient's left hip was revised due to femoral periprosthetic fracture. Intra-operatively, corrosion was noted on the trunnion. A stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep confirmed that pictures can be provided and that no further information will be released by the hospital or surgeon. Tha ap and lateral x-rays demonstrate a displaced peri-prosthetic medial calcar fracture extending up into the greater trochanter. A peri-prosthetic fracture around a pressfit tha is confirmed. The root cause for the fracture cannot be determined from this limited information device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant states: tha ap and lateral x-rays demonstrate a displaced peri-prosthetic medial calcar fracture extending up into the greater trochanter. A peri-prosthetic fracture around a pressfit tha is confirmed. Fretting was confirmed via evaluation of the provided photograph of the stem. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. Intra-operatively, corrosion was noted on the trunnion. A stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.